Event description:
It was reported that the colonovideoscope had the scope was showing a glare on the lower left side of the screen. The issue occurred during sedation. The device inside patient for diagnostic type colonoscopy procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure could not identified. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.